Manufacturer narrative:
Investigation: one sample was received for evaluation. The barrel flange is damaged. This damaged is induced by the plunger rod labeler machine. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that prior to use the barrel flange was discovered to be damaged with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6), head nurse of the fourth department of internal tumor, found that there was a defect of one fourth of the flange before the package opening, while the package was in good condition.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the barrel flange was discovered to be damaged with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: on october 31st, head nurse of the fourth department of internal tumor, found that there was a defect of one fourth of the flange before the package opening, while the package was in good condition.